Manufacturer narrative:
A review of dtf history does not apply. A review of cpf history for specific serial number machine in this complaint does not indicate that this has been a recurring condition since this specific serial number machine was released to field. A secondary search of dtf history for this product is not possible. Test results/analysis and any data recorded: mes found uf (ultrafiltration) pump thermal fuse to be opened (failed). Uf pump was not returned to MFR for investigation because mes rep did not code cear with a complaint code. It has been seen previously that a failed thermal fuse is caused by wax inside fuse melting, which casuses fuse to open. This is what fuse is designed to do. Previous investigations have determined that wax melts at correct temperature. It is not known at this time what causes wax to melt. A review of cpf history on 12/14/96 shows that there have been no further incidents of this nature, indicating that condition was corrected by action taken. This was one of thermal fuses replaced as a part of field action to correct thermal fuse failure. This thermal fuse failed after approximately one month. Uf pump was replaced since mes tech did not have a thermal fuse available to replace failed one. Safety analysis: to help detect ultrafiltration pump thermal fuse failures and to verify ultrafiltration system integrity, it is recommended in operator's manual that autotest be performed: prior ot first treatment day, if machine has been turned off, if a pt weight discrepancy is discovered, or after any clean, disinfect, acid rinse, or rinse function (p. 3-9, version 1995/10). Operator is also instructed to perform a kuf comparison of calcualted value to actual vaue after treatment begins. This verifies that ultrafiltration rate is as expected. However, if thermal fuse fails after treatment begins, there is no alarm and treatment could be completed with insufficient weight removal. Only indication of failure after treatment began would be a drop in ultrafiltration rate. Is is concluded that failed thermal fuse caused reported incident. Customer contacted: n. Sales/service contacted. Y. Training required. N.

Event description:
Prior to a dialysis treatment, there was an autotest failure reported. There was no pt involvement. A mes (medical equipment service) tech examined machine and replaced ultrafiltration pump.